Manufacturer narrative:
(B)(4). Batch # ni. Event date - unknown, assumed 1st day of month ((B)(6) 2015) that complaint was reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device misfired; the clips came out of the jaws but did not close on tissue. Then, the device stopped; it would not deploy any more clips. The case was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m92z76. The analysis results for the el5ml device found that it was returned with the shaft broken and the jaws bent. No further functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.